Manufacturer narrative:
Device passed displacement, and self tests. No missing segments or partial displays, white displays, flashing white displays, gray or faded displays, or unexpected display anomalies were noted during testing. There are some shallow surface dent marks in the left half of the keypad overlay but nothing deep enough to penetrate through it. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was flashing and also dents on the left hand side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.